Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The peritonitis was manifested by abdominal pain and on an unreported date, the patient was hospitalized for the event. Treatment was not reported. During hospitalization, pd therapy was withdrawn for an unreported indication. It was reported that the patient did not recover from the peritonitis prior to death and subsequently passed away during the hospitalization due to an unknown cause. An autopsy was not performed. No additional information is available at this time. This is report 3 of 4 involved in this event.